Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps had a damaged wire. The forceps could still be used so the surgery was continued. The procedure was completed with no reported injury using the same reseated maryland bipolar forceps. Follow-up was performed and additional information was obtained. The instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during the procedure. The reported event date was confirmed to be (B)(6) 2022.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The insulation material was lifted, but no piece was missing. The conductor wire was slightly exposed; however, no wire was physically damaged. The instrument passed the electrical continuity test. The root cause of the damaged conductor insulation was attributed to mishandling/misuse, commonly caused by a collision with another instrument or sharp object. A review of the device logs for the maryland bipolar forceps (part# 471172-16/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. This last usage of the device per the log review does not match the reported event date. The reported event date (B)(6) 2022 cannot be verified through the logs, but was confirmed through follow-up. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.